Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the clip did not work, instead cut some blood vessels. The amount of blood loss, vessel repair method, and operating room time delayed was not reported.